Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit alarm pump error 63 during self-test, due to poor solder joints at ambient light sensor on keypad assembly. Power management parameters graph confirmed the unloaded voltage and loaded voltage were within specification range. No unexpected pump error 25 alarm noted during testing. Pump error 25 alarm and low battery alarm were noted in the download formatted history file due to intermittent non-sleep anomaly software error. Unit received with scratched case and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery longevity was less than one week. Customer's blood glucose was unknown. Insulin pump would be replaced.